Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the master tool manipulator (mtm) to resolve the issue. The. System was tested and verified as ready for use. Isi did receive mtm involved with this complaint to perform failure analysis. However, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted the technical support engineer (tse) and reported a repeated 23008 & 23013 error on the right master tool manipulator (mtm). The mtm was exercised several times and attempted to restart. The system still faulted. Performed a hard power cycle on the console, ensured no restrictions were on hand control and the system was restarted again with instruments removed from the system. The error returned. The procedure was converted to another dv system.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis team. During failure analysis, the mtm was checked and verified error on site as well in recorded error logs in lighthouse (aperture). The mtm was installed on an internal equipment, fixture, or tool (eft) system and replicated reported error 23008.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The advanced failure analysis was performed by failure analysis team and the reported 23008/23013 error was confirmed and replicated during in-house testing. In lighthouse, 23008 (eevt_potenc_lim) error on roll axis and 23152 (evt_mtm_button_envelope_failed) were found, confirming the fault occurred in the field. The mtm was installed on an in-house system and 23008 and 23152 errors were observed during system test. After installing on sftp and running the fitness test, the mtm failed home manip with the following errors: 32097(system_err_local_frl_maxis_fault), 25730 (error_uce_armnet_maxm_late), 32125 (system_err_local_frl_com_wdog_) ,48292 (system_err_swless_node_link_do), and 25743 (error_uce_hw_remote). Upon inspection of the roll drivetrain, roll magnet delamination was observed from the hub. As a result of this investigation, failure analysis has concluded that the roll magnet declamation was found to be the root cause of the reported event.field h8 corrected to initial use.